Manufacturer narrative:
Eua (B)(4). The following fields have been updated due to additional information: d.4. Medical device lot #: k20-180. D.4. Medical device expiration date: 11/30/2020. H.4. Device manufacture date: 6/4/2020. H.6. Investigation: the complaint investigation for false positive results when using the biogx sars-cov-2 osr for bd max system (ref 444213) lot k20-180 was performed by the review of the batch history record, the review of customer¿s data and verification of complaints history. The investigation was conduct by bd and biogx since lot k20-180 was tested along with bd max exk tna-3 lot 0114415. The review of the batch history records of the biogx sars-cov-2 osr indicated that k20-180 lot shows expected performance. Customer run # (B)(6) was analyzed. Customer reports n1 false positive result on the bd max but negative with other pcr methods. Analysis of the curve on run (B)(6) shows a glitch causing an interruption in background correction, generating a steady increase of fluorescence in the curve, resulting a positive result for the n1 target. Complaints history review showed no other complaints for false positive on the biogx sars-cov-2 osr for bd max system product lot k20-180. However, there is a complaint trend associated to the 175ul tips use in the tna 3 exk kit. The biogx sars-cov-2 osr for bd max system product is not suspected. The root cause was not found. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#1177233) was already initiated to investigate the 175 l tips contribution. H3 other text : see h.10.

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system a false positive result was obtained. The patient previously had two other sars2 samples tested at another facility and the results were negative. Additional testing was performed on the positive sample and all results were negative. The erroneous result was released to the clinician, and the result report was amended. The customer stated the patients¿ elective surgery was delayed due to the erroneous results.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system a false positive result was obtained. The patient previously had two other sars2 samples tested at another facility and the results were negative. Additional testing was performed on the positive sample and all results were negative. The erroneous result was released to the clinician, and the result report was amended. The customer stated the patients¿ elective surgery was delayed due to the erroneous results.

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system a false positive result was obtained. The patient previously had two other sars2 samples tested at another facility and the results were negative. Additional testing was performed on the positive sample and all results were negative. The erroneous result was released to the clinician, and the result report was amended. The customer stated the patients¿ elective surgery was delayed due to the erroneous results.

Manufacturer narrative:
H.6. Investigation: the complaint investigation for false positive results when using the biogx sars-cov-2 osr for bd max system (ref (B)(4)) lot k20-180 was performed by the review of the batch history record, the review of customer¿s data and verification of complaints history. The investigation was conducted by bd and biogx since lot k20-180 was tested along with bd max exk tna-3 lot 0114415. The review of the batch history records of the biogx sars-cov-2 osr indicated that k20-180 lot shows expected performance. Customer run #734 was analyzed. Customer reports n1 false positive result on the bd max but negative with other pcr methods. Analysis of the curve on run 734 shows a glitch causing an interruption in background correction, generating a steady increase of fluorescence in the curve, resulting a positive result for the n1 target. Complaints history review showed no other complaints for false positive on the biogx sars-cov-2 osr for bd max system product lot k20-180. The biogx sars-cov-2 osr for bd max system product is not suspected. Bd cannot confirm the complaint based on the investigation that was performed and the root cause could not be determined. No corrective and preventive action (CAPA) was initiated for the customer specific issue. Bd quality will continue to monitor for trends.